Event description:
It was reported that the patient experienced tachycardia, prolonged qtc intervals and ear pain with vns stimulation. The patient was in two car accidents in the past 18 months, per the physician. It was reported that the cardiologist insisted that the vns contributed to the reported heart rate issues; however the neurologist indicated that they did not believe the vns to be the cause. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.